Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported during use of right ventricular (rv) lead and implantable pacing lead (ipl), the patient complained of feeling sensation and jolting in shoulder. A device checked had been performed, and physician thought that the lead may need to be re-positioned. It was also reported that the rv and/or ipl lead dislodged. Follow up information indicated no additional information available. The rv and ipl leads remain in use. No patient complications have been reported as a result of this event.